Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of hardware error cannot be confirmed. It was reported that patient was using alternate battery charger while plugged to the receiver. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: only use the dexcom battery charger provided in the receiver kit. Do not use any other battery charger. Charge only from a usb port on your computer or the ac power adapter. Do not use an external usb hub. An external usb hub may not provide enough power to charge the receiver. However, a root cause for the reported hardware error cannot be determined.

Event description:
Foreign patient's mother contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Patient used alternate battery charger while plugged to the receiver. The patient's mother did not report any injury or medical intervention.